Manufacturer narrative:
Correction/removal reporting numbers: 1627487-05242011-002-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported since the pt had back surgery for her osteo arthritis she no longer needed to use her scs system. The pt has not used or charged her ipg in at least 18 months. The sjm rep met with the pt and was unable to communicate with the pt's ipg. The pt has also lost 30 pounds. Surgical intervention will be taken at a later date to resolve this issue.